Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode presented for a follow up due to feeling pain at the electrode attachment site. X-rays were performed and revealed the electrode had pulled back and was in the device pocket area. The patient had not received any shocks from the device due to the electrode displacement. The patient was taken immediately for a revision procedure. This electrode was explanted and a new one was implanted using the three incision technique to avoid the potential for migration. The same device remains in use. A new defibrillation threshold (dft) test was performed successfully. No additional adverse patient effects were reported outside of the need for the electrode replacement. The explanted electrode was discarded due to contamination and will not be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.